Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that their insulin pump had unspecified insulin pump error. The customer¿s blood glucose was unknown at the time of incident. Customer had insulin pump problems after the insulin pump was dropped. The insulin pump will not be returned for analysis.